Manufacturer narrative:
The biomedical engineer reports that the spo2 readings are incorrect. The readings were either too high or too low. The inaccurate readings were due to a faulty cable. The customer ordered an spo2 cable part which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the spo2 readings are incorrect. The readings were either too high or too low.